Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s current blood glucose level was over 600 mg/dl. Customer was treated with manual injection. Customer also reported that the insulin pump received insulin flow blocked alarm. Customer stated that the insulin exited. Customer was not able to offer troubleshooting for hyperglycemia and troubleshooting was performed for insulin flow blocked alarm. The insulin pump will not be returned for analysis.